Event description:
It was reported that impedance readings were greater than 2000 ohms on all of the unipolar pairs. The patient had not fallen. Impedance readings prior to neurostimulator (ins) replacement were unknown. The patient underwent surgery and the ins/extension and extension/lead connections were disassembled and checked to make sure they were dry. High impedance continued to be over 2000 ohms on all electrodes except #1. X-rays of the lead and extension looked intact. The patient continued to experience severe tremor. Additional information has been requested, but was not available as of the date of this report.